Manufacturer narrative:
¿H10 h3, h6: one 7208678 pin passing drill tip 2.4x381mm strl used in treatment, was not returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿during an lca surgery, during the tunnel's drilling, the end of the wire of the drill broke when the curette was forced with the tip¿. Per IFU 1061352: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an lca surgery, during the tunnel's drilling, the end of the wire of the drill broke when the curette was forced with the tip. Broken pieces were removed with a grasper. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.